Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our company field service engineer visited the hospital and investigated the anesthesia system. It was concluded that the o-rings in the water trap receptacle (for gas sampling) needed to be replaced and this solved the reported leakage issue. Successful functional tests were performed and the device was cleared for clinical use. The replaced parts have not been returned for investigation. The device logs were received but it contains no records of any failing leakage tests and the reported issue can therefore not be confirmed. The true root cause has not been confirmed.

Event description:
It was reported that the anesthesia workstation had leakage issue. There was no patient harm. Manufacturer's ref. #: (B)(4).